Event description:
It was further reported that the battery that exhibited abnormal behavior despite previous power source lubrication and would display 25% capacity then within minutes or without use was associated with the controller exhibiting abnormal critical battery alarms was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the battery that exhibited abnormal behavior despite previous power source lubrication and would display 25% capacity then within minutes or without use was associated with the controller exhibiting abnormal critical battery alarms was removed from service. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and one (1) battery (bat815021) were not returned for evaluation. One (1) battery (bat814983) was returned for evaluation. A review of the manufacturing documentation of bat814983 confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was programmed with an incorrect chemistry ID firmware file, affecting the battery¿s estimation of its relative state of charge (rsoc). Log file analysis pertaining to the controller in use during the reported event, con406667, revealed two (2) critical battery alarms involving bat814983 were logged at 05-jul-2020 at 12:11:34 and 08-jul-2020 at 05:56:01. Analysis of the data log file revealed that, prior to each critical battery alarm, the battery was at 24% relative state of charge (rsoc). During the critical battery alarms, the battery dropped from 24% rsoc to 6% rsoc and to 7% rsoc, respectively. During these instances, the battery was not the active battery, yet still dropped capacity. This observation likely corresponds to the observed incorrect chemistry ID found during testing. Log file analysis did not reveal any anomalies involving the controller within the analyzed p eriod; prior to the first critical battery alarm, the controller properly switched from bat814983 to bat815021 on 05-jul-2020 at 07:12:19. As a result, the reported critical battery alarms and abnormal battery behavior events were confirmed; however, the reported "the controller exhibited an inability to switch" event was not confirmed. The most likely root cause of the reported critical battery alarms and abnormal battery behavior event can be attributed to a battery programmed with the incorrect chemistry ID during the manufacturing process, which caused the battery's capacity to drop below 10% rsoc, thus triggering critical battery alarms. CAPA (B)(4) was opened to investigate this issue. Additional products: d1: battery d4: serial #: (B)(6) d10: yes, return date: 23-sep-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 3331 h6: FDA results code(s): 170 h6: FDA conclusion code(s): 23 d1: battery d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an inability to switch to the connected battery and the other connected battery exhibited abnormal behavior despite previous power source lubrication. It was also reported that the other connected battery would display 25% capacity then within minutes or without use was associated with the controller exhibiting abnormal critical battery alarms. The controller and batteries remain in use. No patient complications have been reported as a result of this event.